Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the complaint device was received and inspected. The complaint cannot be confirmed, as the device shows signs of previous use. It was observed that the distal tip of the anchor was broken but attached via the orthocord. The suture bundle shows signs of being used, as the bundle was partially unwound. Under magnification, the anchor threads appear to be worn and debris is present on the distal tip of the anchor. It is possible that the anchor broke while inserting the anchor off axis, or due to hard bone quality of the patient. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in china that during an unspecified surgical procedure but before use on a patient, it was observed that the 4.5 healix advance br w/ocord anchor device was broken out of its own packaging. During in-house engineering evaluation, it was determined that the distal tip of the anchor device was broken. It was reported that a spare device was used to complete the procedure without any delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.